Event description:
The complaint states that that signal loss over one hour occurred for transmitter with serial number (B)(4). Data was provided for investigation. The problem was confirmed for transmitter with (B)(4) the probable cause could not be determined.

Manufacturer narrative:
(B)(4).